Event description:
Terumo medical corporation received the following information: it was reported that after the procedure when the glidewire was removed, the end of the wire appeared to have shredded, and part of the tip/plastic remained inside the patients groin area. They were able to remove the piece from the patient. Establishment vascular access femoral approach for endovascular stent insertion into abdominal aortic aneurysm was the procedure performed for the patient.